Event description:
It was reported that the balloon was ruptured. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was ruptured, before fully inflated. There were no patient complications as a result of this event.